Event description:
It was reported that the device was found broken during an initial surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was not needed to complete the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided photograph identified an impactor pad that had fractured. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. No product was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.